Event description:
It was reported that when using the bd pyxis¿ medflex 1000 was lagging, causing delays in logging in with fingerprint authentication and during navigation within the cubex app. Additionally, the cubies required multiple taps to open during the issue process, and the screen often needed several touches for the buttons to respond. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the slow fingerprint login, unresponsive touchscreen buttons, and cubies required multiple taps to open. A technical support specialist (tss) checked the system which showed normal performance, updated cubex software, and advised the customer to clean the touchscreen which improved response after cleaning, but fingerprint login still took over 12 seconds. The customer was advised to report specific cubies with issues, and further feedback will be provided. Later, tss informed the customer that the delay when logging into the medbank application was caused by the time required to load the full patient list. The customer was advised to contact the pharmacy and request the removal of patients who were no longer admitted in order to reduce loading time and improve performance. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.